Event description:
Pt reports to be a self employed technically trained colostomate. During the evening of may 21, 1997 he replaced his prosthesis; a routine occurrence. On the morning of may 22, 1997 he made some business calls; & fortunately returned home for lunch. During that period, the left side of the flange experienced an adhesion failure. In addition to the stench, the exuded feces soiled his clothes. Next time he experiences a similar failure, he may freeze the entire appliance in the condition that is removed from the body, pack it in dry ice and send it to MFR or, may send it to the FDA. Requests MFR replace the failed 1 3/4-inch flange with one that has a reasonable probability of functioning effectively.